Event description:
It was reported that during a da vinci s total benign hysterectomy procedure the prograsp forceps instrument tips would not open well, stiff. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cables were loose. The intuitive motion was not functioning due to both pitch cables found loose at the wrist. The clevis did not exhibit any damage or wear marks. Both cable crimps remained in the clevis. The pitch cable was found loose at the clamping pulley under the housing, but no loose clamping pulley screw was found. The housing was removed to inspect the interior. The grip cables showed signs of excessive residue around the clamping pulley and corrosion to the bearings. The pulleys inside the housing showed brown chemical residue as well. The evidence was inconclusive, but the damages to the instrument were likely due to improper cleaning. Engineering also found one of the loose pitch cables had become frayed as well. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. O prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage.